Manufacturer narrative:
The repair for this unit cannot be completed at this time because the user interface (ui) assembly with nav-ring is currently on back order. The required material has already been requested, and an order for the ui assembly with nav-ring has been placed to support completion of the repair. The ordered material aligns with the recommended repair for the reported malfunction as outlined in the service manual. Once the part becomes available, the repair will be completed. If new information is received indicating additional device malfunctions, the record will be reopened, and further investigation will be performed.

Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen does not work all the time. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of a remote service engineer (rse) and confirmed the reported issue. The customer reported that the touchscreen was unresponsive to touch and that the rear bezel was cracked. The customer requested the part number and price for the replacement user interface (ui) assembly. The rse provided the customer with the part number and price for the ui assembly (without navigation ring). This investigation is ongoing.